Manufacturer narrative:
There is an instruction that states, "do not use on areas of insensitive skin" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges she was hospitalized on (B)(6) 2018 for a lengthy period of time. When she was released both of her legs near the thigh areas retained amounts of swelling and water beneath the skin. The consumer alleges she used a heating pad between her legs to ease the pain. The consumer alleges she received burns on both legs near the thigh areas after use of the heating pad. There was not a report of property damage with this incident.

Manufacturer narrative:
There is an instruction that states, "do not use on areas of insensitive skin" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges she was hospitalized in (B)(6) 2018 for a lengthy period of time. When she was released both of her legs near the thigh areas retained amounts of swelling and water beneath the skin. The consumer alleges she used a heating pad between her legs to ease the pain. The consumer alleges she received burns on both legs near the thigh areas after use of the heating pad. There was not a report of property damage with this incident.